Event description:
It was reported that the patient experienced pain and discomfort at the implantable pulse generator (ipg) due to migration. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and was repositioned. The patient was doing well postoperatively. The explanted ipg was not returned per facility preference.